Event description:
It was reported that the distal tip of the outer cannula was misshapen and out-of-round on eight size 6 dcfs, disposable cannula cuffless tracheostomy tubes. This was visually detected upon removal from the product cartons.there was no direct patient involvement or compromise. Seven of the devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation.